Event description:
Meter name: one touch profile. Strip name: unknown. Meter code:unknown strip code: unknown. Strip storage: unknown. Symptoms: shaky, dizzy. The pt reportedly was not able to test on the meter and went to the hospital. The meter allegedly was not powering on. There were no results obtained from the meter. There were no results from any other source. There was no comparison with any other device. The treatment was unknown. The pt tried new batteries. No further info has been reported.